Event description:
Per info from the study: major perivalvular leak caused by disinsertion of the valve, requiring reoperation and refixation. Reoperation done in 1999. The valve was not replaced at this time.